Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information the device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did not activate. As the tissue pad was not returned, further functionally testing could not be performed.

Event description:
It was reported that during an unknown procedure, the tissue pad of the scalpel fell off after five minutes of use. The surgeon used forceps to take it out. Another device was used to complete the procedure. There were no adverse consequences for the patient.